Event description:
A remstar auto device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the third-party service center visually inspected the device found blower foam degradation. In addition, the device had dust contamination, pin1 and pin2 were destroyed from the humidifier connector, destroyed/cut power connector and displayed error code e-53: err_comp_log_sem_timeout. The device was scrapped by the service center after the evaluation was completed.